Event description:
It was reported that 3 ll vlv adpt(stand alone) sets from lot 20116997, and 1 set from an unspecified lot were blocked/occluded and wouldn't flush saline. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I pulled it from our triage area as staff told me they weren¿t working. It¿s getting a bit tough because the nurses are double sticking patients and removing good ivs, thinking they missed due to this equipment. Im not sure what¿s going wrong, the three I just tried to flush worked but I have seen it where when you try to flush you can¿t push saline through."

Manufacturer narrative:
H6: investigation summary: 54 samples (model #2000e) were returned by the customer. It was reported that they tried to flush but unable to push saline through. Due to an ongoing investigation related to this failure mode, the samples were sent to another bd testing facility for testing. Additionally, a CAPA (corrective action preventative action) 1998036 has been initiated and a team has been assembled in order to further investigate this issue. A device history record review for model 2000e lot number 20116997 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116997. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-11-27. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 ll vlv adpt(stand alone) sets from lot 20116997, and 1 set from an unspecified lot were blocked/occluded and wouldn't flush saline. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I pulled it from our triage area as staff told me they weren¿t working. It¿s getting a bit tough because the nurses are double sticking patients and removing good ivs, thinking they missed due to this equipment. Im not sure what¿s going wrong, the three I just tried to flush worked but I have seen it where when you try to flush you can¿t push saline through."